Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump stopped delivering insulin. It was reported that insulin pump was bumped or dropped. Customer's blood glucose was 20.0 mmol/l. Insulin pump would be replaced.